Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a screen that flickers. There were no reports of patient harm.

Manufacturer narrative:
The supplemental report is being submitted to provide the results of the legal manufacture's final investigation. The device was returned to olympus for inspection and the failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and stripes in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen flickering and stripes in the image was due to broken video cable. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. The event has occurred during preparation for the use for an unspecified therapeutic procedure. The procedure was completed using a similar device.